Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified posterior descending artery of right coronary (rpda) extending to the atrioventricular of the right coronary (rpav). After the thrombus was suctioned with a non-bsc suction catheter, a 24 x 2.25 promus premier¿ stent was advanced to treat the lesion. However, the physician met strong resistance in delivering the device through the non-bsc guide wire. The device was stuck with the guidewire. Eventually, the stent was removed together with the guidewire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).